Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 80-year-old male noted as high-risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complaint reported that following implantation of impella cp smartassist heart pump, there were high purge pressures >1050 mm hg with low purge flows, 2 ml/h and red high purge pressure alarms. The alarms were muted and the percutaneous coronary intervention was completed without issue. There was no reported patient harm.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. According to clinical details, the doctor noted high purge pressure without observing any abnormalities in motor current. The cause of the high purge pressure issue was not determined since product was not returned and limited clinical information was provided.